Event description:
Our hospital uses monoject syringes. Monoject syringes were previously manufactured by covidien. They have recently changed to cardinal health. Cardinal health is using the same reference number and monoject name but the syringes are different. The reason this is an issue is because we use the monoject syringes on our medfusion pumps. The medfusion pumps are programmed with the parameters of the syringe. Now, when you put your monoject syringe on the medfusion pump it can't be recognized. We have reported this issue to cardinal health but no resolution yet. I am concerned because hospitals across the country use medfusion syringe pumps and when they go to run a potentially life sustaining medication with a cardinal health monoject syringe it will not work on the syringe pumps. It seems that cardinal health should notify all of it's customers of this issue.